Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found broken connector pins on the cable assembly. Conclusion code applies to the ins and conclusion code applies to the desktop charger. Method code applies to the desktop charger. Results code applies to the desktop charger.

Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn't charging. The implantable neurostimulator (ins) was dead because the patient was unable to charge. It was noted the connector pin didn't appear to be broken but it was later reported that it was broken. No patient injury was reported. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.